Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that; "on (B)(6) 2026, an ICU patient was transferred to the hemodialysis unit for renal replacement therapy due to septic shock and hyperkalemia. During the placement of a temporary hemodialysis catheter, the puncture was performed smoothly, followed by the insertion of a guide wire and skin dilation. The distal end of the dilator was prone to fraying, and the guide wire was soft and easily kinked, which resulted in the failure of smooth catheter placement. Another kit was used successfully. No harm to the patient." Associated complaints 3006425876-2026-00174 and 3006425876-2026-00175.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that; "on (B)(6) 2026, an ICU patient was transferred to the hemodialysis unit for renal replacement therapy due to septic shock and hyperkalemia. During the placement of a temporary hemodialysis catheter, the puncture was performed smoothly, followed by the insertion of a guide wire and skin dilation. The distal end of the dilator was prone to fraying, and the guide wire was soft and easily kinked, which resulted in the failure of smooth catheter placement. Another kit was used successfully. No harm to the patient." Associated complaints 3006425876-2026-00175.